Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace insert involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. The harmonic ace insert was found with surface damage to the curved blade. Scratch/abrasive marks were found on the curved blade. Damages to the blade are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. Failure analysis found the primary failure of the ¿insert blades-scratch/abrasive mark¿ to be related to the customer reported complaint. The root cause is attributed to mishandling/misuse. There was an additional observation not reported by the site and not related to the reported issue. The teflon pad on the clamp arm was found to have thermal damage. Melted marks were observed. Any material missing is likely to be thermally induced rather than mechanically induced. The root cause is also attributed to mishandling/misuse. A review of the procedure log showed the same surgeon performed three da vinci-assisted thyroidectomy surgical procedures on 19-jan-2022 with system sh1113. At this time, it is unknown which procedure is applicable to this reported event. The device information cannot be verified through the system log review as there are no logs available for si harmonic ace inserts. In addition, a review of the site's complaint history identified no other complaints related to the harmonic ace insert. An image of the harmonic ace insert related to this event was received and reviewed. From the image provided, there was no obvious damage found on the harmonic ace insert. This complaint is being reported due to the following conclusion: failure analysis investigations confirmed missing material from the harmonic ace insert teflon pad. The missing piece could fall inside the patient during the surgical procedure. While there was no reported harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling inside the patient may require surgical intervention.

Event description:
It was reported that during a da vinci-assisted thyroidectomy surgical procedure, the customer noted that a skilled surgeon attempted to use the harmonic ace insert to dissociate tissue, and the generator had a message indicating to relieve the pressure on the knife head. The customer replaced the harmonic ace insert with a back-up device of the same kind and completed the procedure with no reported injury. Intuitive surgical, inc. (Isi) has attempted to obtain additional information related to the returned product. However, as of the date of this report, no additional information has been provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) performed follow-up and obtained the following additional information regarding the reported event: it was confirmed that no fragments fell inside the patient during the procedure.

Event description:
Refer to h10/h11 for follow-up information.